Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. From the returned actual sample, observed catheter peel back and catheter tip damaged. The assembly process was reviewed. The actual sample was challenged with the inline lie distance vision inspection system and was able to be rejected from the line. This is due to the peelback caused the catheter length to be shorter, resulting in lie distance out of specification. Therefore, the deformed catheter tip and peel back could have occurred after product application as the returned sample was observed with blood in cannula tip. As the sample was used and this defect could be rejected by the 100% vision inspection system at the assembly line, the nonconformance most likely occurred out of the manufacturing facility. Current control there is an outgoing and in-process visual inspection to detect catheter tubing damage.

Event description:
When seen with the naked eye, the catheter part is not smooth.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in catheter damaged. When seen with the naked eye, the catheter part is not smooth.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of catheter defective/ damaged was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
When seen with the naked eye, the catheter part is not smooth.